Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow nursing or pharmacy staff to log in to the device, delaying patient care. Customer stated that users were able to remove the required medication from a different device but that it caused an inconvenience as it was not ideal to leave the operating room sterile environment. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station's biometric scanner was not working as intended, a hardware test was performed, and the biometric scanner was turned off and then back on. The biometric scanner functioned as intended after the device was rebooted.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system was not allowing nurses or pharmacy staff to log in, which delayed patient care. Customer also stated that users were able to remove the required medication from a different device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2021 to 05- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was not allowing nurses or pharmacy staff to log in. A technical support specialist analyzed that the biometric scanner setting caused the login issue. Switched off the biometric scanner, turned back on, and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.